Manufacturer narrative:
The cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated on 01/11/2017 by product analysis with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient is not using cartridge per IFU). .

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging an history settings (remaining insulin reading) issue. The reporter stated that the patient had a blood glucose (bg) of 425 mg/dl with dizziness and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the patient is not using the cartridge per IFU. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the cartridge per its instructions for use.